Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Investigation completed and returned meter evaluated, defect found - meter displaying error message e-4 or partial e-4 with strip insertion, lcd safety trace has been broken. Root cause: user mechanical stress. It is unknown if meter was damaged in transit from customer to manufacturer. Customer complaint for low reading results and during call did not report any lcd or e- errors.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 70-200mg/dl fasting. Verified the strips expire 10/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 87mg/dl and 92mg/dl fasting. Reviewed meter memory: (B)(4). The customer is concerned about the result of 48 mg/dl on (B)(6) 2016 at 12: 22 am. The customer feels that the results are reading too low. The customer is testing three times a day (fasting) and is taking medication to control his diabetes (pill form). The customer has not made any recent changes in his diet but has made changes in his medication and exercise regimen.